Event description:
Medtronic received a report that during the cuff test on the tracheostomy tube, the cuff was not fully inflated, and the air leaked. This was identified prior to use, and there was no patient involvement.

Manufacturer narrative:
One sample of taperguard endotracheal tube was received for evaluation and the customer reported complaint was confirmed. An inflation/deflation test was performed and air was applied to the cuff. It was observed inflation was difficult and deflation was hard. A visual inspection was performed and it was observed the inflation line tubing is collapsed inside the lumen of the tube. The reported customer report is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.